Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 06 dec 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 09 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resected. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2015, the patient underwent a right knee revision due to loosening, swelling and pain. The surgeon indicated gross loosening of the tibial component, and there was no cement adherent to the component and all the cement was attached to the bone. The tibial component was revised. The patella was resected. The surgeon did not comment on the femoral component and it was not revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2014. Dor: (B)(6) 2015 (rt knee).